Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., b.5., d.9., h.3., h.6. And h.11. Half of the lens was returned in the well area of the lens case. Viscoelastic was observed on the lens portion. The optic had been cut in half across the center typical of a removal. The haptic was bent-gusset area. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified handpiece and viscoelastic were indicated. It is unknown if a qualified cartridge was used. The company lens model is only qualified for use with the company specified cartridges with the company specified handpieces. The root cause for the damaged haptic would be related to a failure to follow the instructions for use (IFU). The indicated handpiece is only qualified for company single-piece lens models. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated another company lens was used to complete procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic was distorted. The iol was explanted during initial procedure and a second lens was used to complete procedure. Additional information has been requested.